Event description:
It was reported that the customer's insulin pump had a chip on the display screen. The customer's blood glucose was 107 mg/dl. The customer was unsure how the damage occurred as she had never dropped the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked battery tube threads.